Manufacturer narrative:
Device is combination product. Device eval by MFR: synergy ii us mr 2.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage as the stent struts at the proximal end of the stent were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Event description:
On 02aug2019 reportable based on device analysis completed on 30-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a highly calcified artery. A synergy ii us mr 2.50 x 24 des was advanced but encountered difficulty crossing the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.